Event description:
It was reported the device was giving a "double beep" alert during testing. No patient involved.

Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. According to the investigation, the moment the device was powered up, the device started double beeping. The investigation reported that the pump faulty downstream sensor was the cause of the reported problem. Investigator replace the pump downstream sensor. The problem source of the reported problem is unknown.